Event description:
A (B)(6) female underwent abdominoplasty and bilateral breast augmentation on (B)(6) 2017 (outpatient). During procedure, the pt experienced a burn with blister approx 2 x 0.5 inches on the ruq (abdomen) at the site where the breast retractor was connected to the light cord. Pt was discharged home same day. Pt's burn treatment included silverdene and dressing changes at home.